Event description:
Reportedly, the electrode has extruded from the cochlea. A revision surgery has been scheduled on (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations, on the received parts, did not reveal any device defect or damage which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the device was explanted due to an extrusion of the electrode lead into the external ear canal. This is a final report.

Event description:
Reportedly, the electrode has extruded from the cochlea. Per additionally received information, the electrode lead was found in the external auditory canal. The user has been explanted on (B)(6) 2022. As per information on device explantation report, the electrode array was found completely inserted into the cochlea and was left in the cochlea for later re-implantation. It was also stated that the device or a malfunction of it did not cause or contribute to the explantation.